Event description:
Over the past few months, the customer has observed imprecision issues with the architect stat troponin-I assay across two i2000sr analyzers where the original result does not repeat. The customer has an aps track system in their laboratory with two i2000sr analyzers attached. An algorithm has been set up in their instrument manager software and results between 0.03 and 0.3 ng/ml are automatically repeated. The customer provided patient data generated between (B)(4) 2010. Eighty patient samples had discrepant values that crossed the customer's cut-off of 0.03 ng/ml. This report is for patient #51of 80 similar imprecision reports. The initial result was 0.04 ng/ml and upon repeat, yielded results of 0.025 and 0.021 ng/ml. No impact to patient management was reported.

Event description:
On (B)(6) 2010, a lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged power issue began on (B)(6) 2010 at 1:00pm. The cca noted that the patient manages her diabetes with oral medication(s); however, it is not known if she made any changes to her usual diabetes management as a result of the issue. At an unspecified time, after the start of the alleged issue, the patient reported feeling shaky and sweaty. The patient reported treating herself with food and/or drink at 3:00pm that afternoon. At the time of troubleshooting, the cca noted that the subject meter powered on manually; however, did not power on when a test strip was inserted. The alleged power issue remained unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a sticky button/switch. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.